Event description:
It was reported that during the implant attempt, problems were encountered when attempting to insert the stylet and the guidewire into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on all conductors, including the distal conductor (not obstructed), and all conductors were stretched. The lead appeared to have been damaged at implant. The analyst noted that the lead was returned with the coils stretched, however, the guide wire test was performed successfully.